Event description:
(B)(4). I have been having intense pain in my lower left side that in double over crying and hurting and I just can't take it I had the essure 9/30/14 and have not stopped having pain or bleeding since